Event description:
It was reported during a laparoscopic cholecystectomy the er320 began spitting clips after initial loading of first clip. There was no consequence to the pt. 7/16/97 another er320 was opened to complete the case.